Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported that the patient faced an issue with infusion set since there was fracture of needle before inserting. No further information was available.